Manufacturer narrative:
The pump user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to using fiasp insulin within the pump supplies. Tandem technical support educated the customer in regards to fiasp being off label to use with the pump. Food was consumed to address bg.